Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 3.9, lab: 2.6. Results done 30 minuets apart from one another. Pt's target therapeutic range is 2.5 - 3.5. Pt took a lower dose of coumadin based upon the inratio result.

Manufacturer narrative:
Investigation pending.